Manufacturer narrative:
Medwatch sent to FDA on (B)(6) 2011. Device evaluation summary: batch number h30l619933 was released by qc according to defined specifications. The documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle and the sterility test are registered as conforming. The attributability is then impossible to determine.

Event description:
Health professional reported that two days after injection in the nasolabial folds, marionette lines, and lips with juvederm ultra plus xc, the patient experienced "redness, pustules, swelling and cellulitis." The patient was initially prescribed bactrim to treat the infection, and at a later time was also treated with parenteral rocephin and vancomycin in the hospital where she was admitted on an unknown date. The injecting physician states that all cultures for infection have come back negative.